Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m218845 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m218845 and test base part number 192-430 / lot m218845. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m218845 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m218845 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Device discarded; single-use device.

Event description:
The customer reported at least 3 conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 involving one lot number m218845. Per the customer, the first test taken generated a positive result and the second test conducted the same day generated a negative result. This MFR. Report addresses result one (1) of three (3) confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The customer reported at least 3 conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 involving one lot number m218845. Per the customer, the first test taken generated a positive result and the second test conducted the same day generated a negative result. This MFR. Report addresses result one (1) of three (3) confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.